Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with sepsis-like symptoms on (B)(6) 2021. The patient had low flow alarms in the setting of hypotension. Vasopressors and antibiotics were initiated, and fluids were given.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's sepsis could not be conclusively determined. The report of low flow alarms could not be confirmed through the evaluation of the submitted log files. Although a specific cause for the reported alarms could not be conclusively determined, the account stated that the alarms were caused by the patient's hypotension. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log file contained data from (B)(6) 2021, per the timestamps. No atypical events or alarms were captured, and the pump appeared to function as intended at the set speed. It was reported that the patient presented with sepsis-like symptoms on (B)(6) 2021. The patient had low flow alarms in the setting of hypotension. Fluid was given, and the patient was started on vasopressors and antibiotics. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02oct2019. The hm3 lvas IFU and the hm3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events including sepsis, that may be associated with the use of heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook ¿alarms and troubleshooting ¿, address all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also provides a section on ¿handling emergencies¿ .no further information provided. The manufacturer is closing the file on this event.